Manufacturer narrative:
H2. Correction: please note conclusion code 67method code 4117, and result code 3221 no longer apply to this report. H3. The returned lead (lot # 60208202 )was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the lead was cut through; product was returned segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot# 60208202, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: (B)(4), ubd: 24-jun-2021, UDI#: (B)(4). Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative reporting that the patient stated that the device stopped working and the ¿connection error. No leads attached to cable. Ensure all connections are secure and tap retry¿ message displayed. The patient had turned the external neurostimulator (ens) off to drive and got out of a low car which evolved some bending. It was questioned if the lead pulled out. The dressing was still intact. The message displayed when trying to turn the ens back on. The patient was seen in the clinic and the lead was found to have fractured between the connector site to the lead and insertion site. The physician questioned if the patient had actually cut the lead. The lead was explanted. The event was resolved. The patient was alive with no injury. Additional information was received reporting that the patient stated that the day the device stopped working, the dressing had rucked up. There was very little space for a new dressing to adhere to skin so they asked their husband to cut off the rucked up bit and put a dressing over the top. It was only a tiny bit of dressing but given that it stopped working that day and that it wasn¿t pulled out but was a clean break, the patient suspected their husband must have cut the wire by accident. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected data: h6 device code c63305 has been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.